Event description:
Reportedly, this valve was explanted at implant due to mitral regurgitation. No further info was provided.

Manufacturer narrative:
Evaluation summary: examination of the returned valve revealed that both the commissure post 1 and the commissure post 3 were bent inwards. Stent distortion and wireform to band separation were noted on the x-ray. The stent distortion contributed to wavy free margins, bulging leaflets, spiral coaptation and incomplete coaptation. H6: x-ray.